Manufacturer narrative:
From the video provided by the hospital, we have confirmed the reported incident. However, the amount of oozing seems to meet our specifications although this could not be confirmed. We could not determine the exact root cause of the defect since the device remains implanted in the patient. However, we performed qc testing on two grafts from the same lot that we had in us inventory. When we performed qc blood leakage testing on these grafts, they met our specification. Our review of the lot history records for this lot did not find any discrepancies at the finished good, sub assembly or raw material phase of production that could be related to this incident. Further, we have not confirmed any other complaints of similar nature for devices from this lot. Our lot distribution records show that 45% (n=78) units from this lot have been implanted without issue. Further, we have sold 100% of the lot mostly in 2015 and 2016. Although we are inconclusive about the root cause of the defect, it is possible that the graft was stored or handled improperly. There was no injury to the patient as the result of this incident. The oozing stopped after 10 minutes. The graft remains implanted in the patient.

Event description:
During treatment of patient with abnormal aortic aneurysm, albograft was implanted. After unclamping at the aorta, the graft started oozing blood. Patient had been treated with standard load of heparin. After 10 minutes of implantation, bleeding stopped. Graft remains implanted in the patient with no clinical sequelae.